Event description:
A review of a clinical article found a case report of a patient experienced port site hernia after undergoing a da vinci-assisted hartman's procedure for her rectal cancer. It was mentioned on post-operative day six, the patient started experiencing ileus. A golf ball sized protrusion was also observed in the left upper abdomen, and a computed tomography (CT) scan found an 8mm port site hernia with small bowel incarceration in the left upper abdominal wall. Emergency surgery was performed on the same day, as manual reduction was not possible. During the re-operation, the 8mm post site was enlarged to a 40mm incision, and the hernia repair was performed as an open surgery. It was confirmed that no small bowel resection was required. The wound was closed with suturing, with operation time of 35 minutes with minimal blood loss. The patient was discharged five days later without recurrence in her 10-month follow-up period. There was no mention of any device malfunctions occurred during the robotic assisted surgery.

Manufacturer narrative:
Based on the current information provided, there is no indication or report that da vinci product caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation and the root cause cannot be determined. There is insufficient information on the procedure date and thus a system log was not available to be performed. There is also insufficient information to determine the specific system that the procedure had complication, only da vinci xi system was mentioned in the article without the specific product information. Therefore, the product is reported as a general da vinci xi system. Citation: y makutani, h kato, h ushijima, y yane, j kawamura, k ueda, japanese surgery journal, 85 (3), 410-414, 2024